Event description:
Zeiss microscope not working properly during the case. Manager notified and came to room, company representative called. Troubleshooting still didn't work. Issues were arm not locking in place and the light would go off when in use. Manufacturer response for microscope, zeiss (per site reporter). Troubleshooting efforts at time of call to rep failed. Unknown to reporter at time of report if the company intends to come evaluate the instrument at this facility.

Event description:
Zeiss microscope not working properly during the case. Manager notified and came to room, company representative called. Troubleshooting still didn't work. Issues were arm not locking in place and the light would go off when in use. Manufacturer response for microscope, zeiss (per site reporter). Troubleshooting efforts at time of call to rep failed. Unknown to reporter at time of report if the company intends to come evaluate the instrument at this facility.